Event description:
Reporter stated that patient was given 5mg of an oral diabetic medication, after receiving a result of 200 mg'dl (using the suspect device). Reporter stated that, shortly thereafter, patient's blood glucose dropped to 59 mg/dl. Patient was treated with orange juice. Additionally, reporter noted that patient has been transported to the emergency room, on a few occasions; however, no details about diagnosis or treatment, of the events, was provided. Reporter stated that currently, patient is concerned about the reliability of the device. Patient performed back-to-back test, with results of 342 mg/dl and 118mg/dl. Controls had been run on the system, and had tested within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.